Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgeon chose a larger sized implant and did not check the image after the nail insertion. Upon post-operative follow-up on an unknown date, the patient's skin was reported as swollen up.

Event description:
Further it was reported that there is no need for a revision surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported the patient underwent an unknown surgical procedure for a pertrochanteric fracture with several bone fragments on (B)(6) 2018. During the surgery, after the surgeon fixed the proximal area with the blade, the surgeon then drilled the distal bone with surelock. During the drilling, the surgeon checked the axis of the femur with x-rays and suspected that the nail end was stuck out of the bone. However, the surgeon decided to continue the surgery due to the proximal area has already been fixed. After the surgery, the hospital confirmed that the nail end projected from the bone. No surgical delay reported. Concomitant devices: tfna blade (part/ lot number unknown, quantity # unknown); surelock (part/ lot number unknown, quantity # unknown). This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).